Event description:
It was reported that balloon ruptured. The 40% stenosed target lesion was located in mildly calcified right coronary artery (rca). A 4.50mm x 12mm nc emerge balloon was selected for percutaneous coronary intervention procedure. During post dilation of stent, the balloon burst. Balloon was inflated once for a brief period of time before rupturing at 14 atm of pressure. Device was removed successfully from patient and the procedure was completed with another device. Patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the nc emerge mr, ous 4.50mm x 12mm from catheter batch #34496736 device. Visual, tactile, microscopic analysis and a functional test was performed on the device. A functional test was unsuccessful with inflation liquid leaking from the balloon being observed. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear along the length of the balloon which was the source of the leak. No other issues were identified with the device. Device analysis confirmed the complaint allegation of balloon material rupture.

Event description:
It was reported that balloon ruptured. The 40% stenosed target lesion was located in mildly calcified right coronary artery (rca). A 4.50mm x 12mm nc emerge balloon was selected for percutaneous coronary intervention procedure. During post dilation of stent, the balloon burst. Balloon was inflated once for a brief period of time before rupturing at 14 atm of pressure. Device was removed successfully from patient and the procedure was completed with another device. Patient was stable post procedure.